Manufacturer narrative:
It was reported to abbott, a patient had high impedance on several contact. The patient did not feel stimulation when mapping using the remaining contacts. Per the product details, a lead was explanted on (B)(6) 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue and lead diagnostics indicated high impedances on multiple contacts. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.